Event description:
It was reported that "clips didn't come all the way out and into the slot to be able to open completely. It happened twice with one of the times there was no clicking noise when clip was being loaded into applier". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
Qn# (B)(4). Additional information received on 18 march 2025 states "yes it happened on the same patient. During the case, a few clips were dislodged and were not able to get into the right place to open properly. At one point the doctor pulled the trigger and it didn't click at all. We pulled it out and air fired a clip and it started working aain and were able to finish it up". The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the jog was disconnected. The device was returned empty with no clips or clip indicator. There was biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip indicator. The trigger was engaged, and the device actuated smoothly. The jog was observed to be disconnected. The device was disassembled, and the jog was found the end of the channel. Damage was observed on the tube filler that appeared to align with the shape of the jog. Upon further inspection, the outer tubing was observed to be bent. Biological material was observed on the jaw spring and jog. A device history record review was performed, and no relevant findings were identified. The reported complaint of "clip(s) not opening" could not be confirmed based upon the sample received. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip indicator. The jog was observed to be disconnected. Damage was observed on the tube filler and the outer tubing was observed to be bent. Dimension inspection was conducted on the outer tubing and the jog by r & d. The jog was reported to be in specification. Aside from the bend the outer tubing was measured to be in specification. R & d was consulted to conduct regarding this complaint. R & d concluded that the damage is consistent with user error. Based on the damage the device appeared to have previously been used as a lever while clamping to lift material. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Additionally, manufacturing measures the actuation jaws of the device at the end of production, indicating the jog disconnection occurred post manufacturing. For this reason, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "clips didn't come all the way out and into the slot to be able to open completely. It happened twice with one of the times there was no clicking noise when clip was being loaded into applier". No patient harm or injury. The patient status is reported as "fine".